Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer was experiencing non-intuitive motion with the sureform 60 stapler installed on universal surgical manipulator (usm) 3. Caller reported other instruments are working normally in the usm. Intuitive technical support engineer (tse) recommended replacing the instrument. Customer installed a new stapler, and the issue was resolved with no further issues. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.